Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that during treatment of a lesion extending from the proximal popliteal to the sfa, the stent foreshortened. The physician deployed two additional stents to complete the procedure. There was no injury to the patient.